Event description:
Information received indicates the head section will not stay in the upright position.

Manufacturer narrative:
The technician replaced the defective gas cylinder lifts to repair the bed.